Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had a missed bolus alarm. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer declined troubleshooting for high blood glucose. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.